Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a mantis clip was used in a procedure performed on (b)6) 2025. During the procedure, the clip prematurely deployed inside the patient. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event.